Event description:
It was reported that there was a needle shortage before using the syringe 3ml ls 23g 1in tw; however, photo evidence suggests that there was a hole in the packaging. There was no report of patient impact. The following information was provided by the initial reporter: "shortage of needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-14. H6: investigation summary: one photo and one sample were received by our quality team for evaluation. From the photo and sample, the needle was observed to be missing from the blister unit package. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause could have occurred due to jammed parts at the turrel wheel jam gate which caused the needle to be dropped from the syringe tip. The jammed parts failed to be removed effectively by the production technician which resulted in escapees to the next process, the primary packaging. At the syringe line primary packaging machine, there is a vision system installed to detect and reject parts a missing needle. There is a daily vision challenge on this system. There were no vision system abnormalities during the production of this batch. However, it was observed that the vision capability was not enough to meet the speed of the production run due to the lens of the vision system having a long lifespan, the coating on the lens could have faded leading to wear and tear on the lens leading to the escapees from the vision system to the next process. The lens on the 3 ml primary packaging has been changed for a better view to detect a missing needle after the reported batch was produced. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was a needle shortage before using the syringe 3ml ls 23g 1in tw; however, photo evidence suggests that there was a hole in the packaging. There was no report of patient impact. The following information was provided by the initial reporter: "shortage of needle."